Event description:
It was reported that (1) lcsc5 was used during a laparoscopy procedure. It was reported by the rep that the device lockout and solid tone after five minutes of using shears. Tested handpiece and determined it was lcsc5. Opened another device to complete the case. There was no consequence to pt.